Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. The customer administered a manual injection of insulin to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.